Manufacturer narrative:
Product event summary the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2006; dtma1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) system the patient complained of head pressure and facial swelling. The patient was diagnosed with superior vena cava (svc) syndrome. The patient required svc stenting, and crt-d system was explanted and replaced. No further patient complications have been reported as a result of this event.